Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dislocation and infection.

Manufacturer narrative:
See d4 exiration date, h2, h4, and h11. Complaint has been evaluated and is similar to:1644408-2021-00633; 509-03-440 s808 - infection s803 dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.